Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarm 30's occurred with multiple cartridges during the loading process. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to using another pump for insulin therapy.